Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/essure perforated right side, upper pelvis/disabled due to essure"), device breakage ("multiple surgeries to remove essure and essure fragments"), pregnancy with contraceptive device ("unintended pregnancy following essure"), abortion spontaneous ("miscarriage"), fibromyalgia ("fibromyalgia"), bladder pain ("bladder pain/bladder device installed") and autoimmune disorder ("she claimed following autoimmune disorder- she almost lost her hand/arm to a cat bite in 2012 because her immune system shut down") in a (B)(6) female patient who had essure (ess205) (batch no. 626398) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included anxiety, depression, laparoscopic surgery (2003; 2004; 2005; 2009), endometriosis, hemorrhoids, multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2001, (B)(6) 1997. Complications during pregnancies: placenta tore with chrystian), menometrorrhagia, dysmenorrhea, endometriosis externa, hysteroscopy on (B)(6) 2008, uterine dilation and curettage on (B)(6) 2008, endometrial ablation, hematuria, cholecystectomy in (B)(6) 2009, hemorrhoidectomy in 2004, laparoscopy (in 2002 or 2003), laparoscopy (endometriosis fulgurated) in (B)(6) 2007, endometrial ablation in (B)(6) 2008, vaginal laceration, vaginal cuff dehiscence from (B)(6) 2012, allergic rhinitis (due to pollen), anorexia nervosa, arthralgia (shoulder region left), asthma (intermittent, well controlled), breast cancer (breast cancer estrogen receptor positive), carpal tunnel syndrome (right), cervicalgia, chronic obstructive pulmonary disease, hypoestrogenemia, lumbago, nicotine dependence (cigarettes, uncomplicated), post cholecystectomy syndrome, tension headache (episodic with intractable headache), nutritional condition abnormal, breast conserving surgery and partial mastectomy. Nonsmoker, nondrinker. Previously administered products included for an unreported indication: iud from 1997 to 2008, penicillin, bactrim, albuterol, dicyclomine hcl, duloxetine hcl, ec-naprosyn, esgic-plus, estradiol, neurontin, penicillins, remeron, singulair, steroid, sulfonamides, tizanidine hcl, tramadol hcl, venlafaxine hcl, vibramycin, sulfa, pills and amoxicillin. Past adverse reactions to the above products included device ineffective with venlafaxine hcl; diarrhoea with dicyclomine hcl; drug ineffective with duloxetine hcl; headache with singulair and tizanidine hcl; nausea with ec-naprosyn, remeron and vibramycin; rash with amoxicillin and penicillin; tremor with neurontin; and urinary incontinence with bactrim. Concurrent conditions included chest wall pain (likely fibrocystic pain.). Family history included coronary artery disease, asthma, attention deficit disorder and seizure. On (B)(6) 2008, the patient had essure (ess205) inserted. In 2009, the patient experienced bladder pain (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). On (B)(6) 2011, 3 years 6 months after insertion of essure (ess205), the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and animal bite ("she almost lost her hand/arm to a cat bite"). In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), fibromyalgia (seriousness criterion medically significant), anxiety ("anxiety"), urinary tract infection ("urinary tract infections"), breast cancer ("breast cancer"), fibrocystic breast disease ("fibrotic cyst/cyst on breast"), social problem ("social problems/now she was disabled due to it."), the first episode of hypotension ("low blood pressure/severe hypotension"), anaemia ("anemia"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), loss of consciousness ("passed out on the floor at work"), cardiac disorder ("heart problems"), blood pressure abnormal ("blood pressure problems"), headache ("head pain"), back pain ("back pain"), breast pain ("breast pain"), gastrooesophageal reflux disease ("gerd"), underweight ("low weight"), the second episode of hypotension ("severe hypotension"), social anxiety disorder ("social anxiety"), complication of device removal ("multiple surgeries to remove essure and essure fragments") and treatment noncompliance ("plaintiff did not use any birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with ondansetron (zofran), hydrocodone, omeprazole (prilosec), metronidazole, axotal (fioricet), surgery (hysterectomy), surgery (surgery/chemo/radiation) and surgery (bladder device installed and kub). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, fibromyalgia, bladder pain, anxiety, urinary tract infection, breast cancer, fibrocystic breast disease, social problem, anaemia, post-traumatic stress disorder, depression, cardiac disorder, blood pressure abnormal, headache, back pain, breast pain, gastrooesophageal reflux disease, underweight, the last episode of hypotension, social anxiety disorder, autoimmune disorder, abdominal pain upper and complication of device removal had not resolved and the pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, animal bite and treatment noncompliance outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, anaemia, animal bite, anxiety, autoimmune disorder, back pain, bladder pain, blood pressure abnormal, breast cancer, breast pain, cardiac disorder, complication of device removal, depression, device breakage, fibrocystic breast disease, fibromyalgia, gastrooesophageal reflux disease, headache, loss of consciousness, post-traumatic stress disorder, pregnancy with contraceptive device, social anxiety disorder, social problem, treatment noncompliance, underweight, urinary tract infection, uterine perforation, the first episode of hypotension and the second episode of hypotension to be related to essure (ess205). The reporter commented: she had not sought medical treatment: cyst on breast, low weight, social anxiety. She did not experience any complications of her pregnancy or delivery. She did not allege that essure caused birth defects. Plaintiff did not claim that she was allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure. She did not claim resulted from essure resolve following essure removal. Her symptoms were worse, she knew she had breast cancer and fibromyalgia, heart and blood pressure problems, anxiety and low weight. All symptoms were post-procedure. 4 spring coils visible left tube opening, 3 on left (as written). Patient tolerated procedure well. Plaintiff had never experienced the claimed injuries before the date of essure placement. She did not claim that essure worsened a previously existing injury/condition. From 2012-2017 she took treatment for anxiety, ptsd, depression. Birth controls used preceding essure placement:iud (intrauterine device), pills (1997-2008) discontinued since she got pregnant, got infections. Hospitalization: uti, stomach pain, back (2008-2009); 2008: uti, stomach pain; 2009-2015: uti, stomach pain; 2012: cat bite surgery. Essure was removed, no injuries or symptoms claimed resulted from essure resolved following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: prior cholecystectomy/bilateral tubal. Computerised tomogram pelvis - on (B)(6) 2011: prior cholecystectomy/bilateral tubal. X-ray - on an unknown date: perforation: right side, upper pelvis current weight: (B)(6); approximate weight at the time of essure placement: (B)(6). On (B)(6) 2008, diagnosis: secretory endometrium and fragments of benign cervical mucus and glandular mucosa. On (B)(6) 2008, occlusion coils are seen overlying the right portion of the pelvis. Presumably the uterus is positioned in this manner as these are in an unusual position with respect to tubal occlusion coils . On (B)(6) 2016, right breast mass lumpectomy: invasive ductal carcinoma, nottingham grade-I, well differentiated (1.8 cm-in greatest dimension). Lymphovascular and perineural ·invasion absent. Ductal carcinoma, low nuclear grade; solid and cribriform types, without necrosis,invasive tumor extends to the superior and inferior surgical margins, micro calcifications identified within invasive tumor. Most recent follow-up information incorporated above includes: on 29-nov-2017: the case was upgraded in the incident category. The case was medically confirmed. Reporter information was updated. This case refers to (B)(6) patient. Patient demographics were updated. Historical condition/medication; concurrent conditions were added; lab data was added. Essure implantation/explantation date was added. Essure lot number # 626398 (expiration date: nov-2009) was added. Essure indication was added. Treatment medications were added. Event: severe and permanent injuries was updated to essure perforation/essure perforated right side, upper pelvis/disabled due to essure with upper pelvis pain; multiple surgeries to remove essure and essure fragments; unintended pregnancy following essure; miscarriage; fibromyalgia; bladder pain/bladder device installed; anxiety; urinary tract infections; breast cancer; fibrotic cyst/cyst on breast; social problems/now she was disabled due to it.; low blood pressure/severe hypotension; anemia; post-traumatic stress disorder; depression; passed out on the floor at work; heart problems; blood pressure problems; head pain; back pain; breast pain; gerd (gastroesophageal reflux disease); low weight; severe hypotension; social anxiety; she claimed following autoimmune disorder- she almost lost her hand/arm to a cat bite in 2012 because her immune system shut down; stomach pain; she almost lost her hand/arm to a cat bite; she did not underwent essure confirmation test; plaintiff did not use any birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This was initially received via regulatory authority (food and drug administration, reference number: mw5079315) on 13-jul-2016. The most recent information was received on 06-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint this retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/essure perforated right side, upper pelvis/disabled due to essure"), device breakage ("multiple surgeries to remove essure and essure fragments"), pregnancy with contraceptive device ("unintended pregnancy following essure"), abortion spontaneous ("miscarriage"), autoimmune disorder ("she claimed following autoimmune disorder- she almost lost her hand/arm to a cat bite in 2012 because her immune system shut down"), genital haemorrhage ("heavy bleeding every 2-3 weeks"), fibromyalgia ("fibromyalgia") and bladder pain ("bladder pain/bladder device installed") in a 32-year-old female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple surgeries to remove essure and essure fragments" on (B)(6) 2013, device ineffective "device ineffective", treatment noncompliance "plaintiff did not use any birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise." And device monitoring procedure not performed "she did not underwent essure confirmation test." The patient's past medical history included anxiety, depression, laparoscopic surgery (2003; 2004; 2005; 2009), endometriosis, hemorrhoids, multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2001, (B)(6) 1997). Complications during pregnancies: placenta tore with chrystian), menometrorrhagia, dysmenorrhea, endometriosis externa, hysteroscopy on (B)(6) 2008, uterine dilation and curettage on (B)(6) 2008, endometrial ablation, hematuria, cholecystectomy in (B)(6) 2009, hemorrhoidectomy in 2004, laparoscopy (in 2002 or 2003), laparoscopy (endometriosis fulgurated) in (B)(6) 2007, endometrial ablation in (B)(6) 2008, vaginal laceration, vaginal cuff dehiscence from (B)(6) 2012 to (B)(6) 2012, allergic rhinitis (due to pollen), anorexia nervosa, arthralgia (shoulder region left), asthma (intermittent, well controlled), breast cancer (breast cancer estrogen receptor positive), carpal tunnel syndrome (right), cervicalgia, chronic obstructive pulmonary disease, hypoestrogenemia, lumboischialgia, nicotine dependence (cigarettes, uncomplicated), post cholecystectomy syndrome, tension headache (episodic with intractable headache), nutritional condition abnormal, breast conserving surgery and partial mastectomy. Nonsmoker, nondrinker. Previously administered products included for an unreported indication: iud from 1997 to 2008, penicillin, bactrim, albuterol, dicyclomine hcl, duloxetine hcl, ec-naprosyn, esgic-plus, estradiol, neurontin, penicillins, remeron, singulair, steroid, sulfonamides, tizanidine hcl, tramadol hcl, venlafaxine hcl, vibramycin, sulfa, pills and amoxicillin. Past adverse reactions to the above products included device ineffective with venlafaxine hcl; diarrhoea with dicyclomine hcl; drug ineffective with duloxetine hcl; headache with singulair and tizanidine hcl; nausea with ec-naprosyn, remeron and vibramycin; rash with amoxicillin and penicillin; tremor with neurontin; and urinary incontinence with bactrim. Concurrent conditions included chest wall pain (likely fibrocystic pain.). Family history included coronary artery disease, asthma, attention deficit disorder and seizure. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced urinary tract infection ("urinary tract infections"). In 2009, the patient experienced fibromyalgia (seriousness criterion medically significant), bladder pain (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"). In 2010, the patient experienced social problem ("social problems/now she was disabled due to it."). On (B)(6) 2011, 3 years 6 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6) 2011, the patient experienced the first episode of hypotension ("low blood pressure/severe hypotension"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required) with pelvic pain. In 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and animal bite ("she almost lost her hand/arm to a cat bite"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder device installed"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced breast cancer ("breast cancer") and fibrocystic breast disease ("fibroic cyst/cyst on breast"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), loss of consciousness ("passed out on the floor at work"), cardiac disorder ("heart problems"), blood pressure abnormal ("blood pressure problems"), headache ("head pain"), back pain ("back pain"), breast pain ("breast pain"), gastrooesophageal reflux disease ("gerd"), underweight ("low weight"), the second episode of hypotension ("severe hypotension"), social anxiety disorder ("social anxiety"), abdominal pain lower ("painful cramps daily"), hypoaesthesia ("numbness in hands"), constipation ("constipation"), dyspareunia ("painful intercourse"), coital bleeding ("bleeding after intercourse"), alopecia ("hair loss") and fatigue ("chronic fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ondansetron (zofran), hydrocodone, omeprazole (prilosec), metronidazole, axotal (fioricet), surgery ((B)(6) 2011: davinci hysterectomy, bilateral salpingectomy and removal of right ovary,), surgery ((B)(6) 2013: laparoscopic removal of peritoneal foreign body, fulguration of endometriosis.), surgery (surgery/chemo/radiation) and surgery (bladder device installed and kub). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, autoimmune disorder, fibromyalgia, bladder pain, anxiety, urinary tract infection, breast cancer, fibrocystic breast disease, social problem, anaemia, post-traumatic stress disorder, depression, cardiac disorder, blood pressure abnormal, headache, back pain, breast pain, gastrooesophageal reflux disease, underweight, the last episode of hypotension, social anxiety disorder and abdominal pain upper had not resolved, the pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, loss of consciousness, animal bite, abdominal pain lower, hypoaesthesia, constipation, dyspareunia, coital bleeding, alopecia and fatigue outcome was unknown and the bladder disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abdominal pain upper, abortion spontaneous, alopecia, anaemia, animal bite, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood pressure abnormal, breast cancer, breast pain, cardiac disorder, coital bleeding, constipation, depression, device breakage, dyspareunia, fatigue, fibrocystic breast disease, fibromyalgia, gastrooesophageal reflux disease, genital haemorrhage, headache, hypoaesthesia, loss of consciousness, post-traumatic stress disorder, pregnancy with contraceptive device, social anxiety disorder, social problem, underweight, urinary tract infection, uterine perforation, the first episode of hypotension and the second episode of hypotension to be related to essure. The reporter commented: she had not sought medical treatment: cyst on breast, low weight, social anxiety. She did not experience any complications of her pregnancy or delivery. She did not allege that essure caused birth defects. Plaintiff did not claim that she was allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure. She did not claim resulted from essure resolve following essure removal. Her symptoms were worse, she knew she had breast cancer and fibromyalgia, heart and blood pressure problems, anxiety and low weight. All symptoms were post-procedure. 4 spring coils visible left tube opening, 3 on left (as written). Patient tolerated procedure well. Plaintiff had never experienced the claimed injuries before the date of essure placement. She did not claim that essure worsened a previously existing injury/condition. From 2012-2017 she took treatment for anxiety, ptsd, depression. Birth controls used preceding essure placement:iud (intrauterine device), pills (1997-2008) discontinued since she got pregnant, got infections. Hospitalization: uti, stomach pain, back (2008-2009); 2008: uti, stomach pain; 2009-2015: uti, stomach pain; 2012: cat bite surgery. Essure was removed, no injuries or symptoms claimed resulted from essure resolved following essure removal. Date of removal : (as per pfs) (B)(6) 2011: davinci hysterectomy, bilateral salpingectomy and removal of right ovary. (B)(6) 2013: laparoscopic removal of peritoneal foreign body, fulguration of endometriosis. Discrepant information received - date of insertion/implant date -(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: prior cholecystectomy/bilateral tubal computerised tomogram pelvis - on (B)(6) 2011: prior cholecystectomy/bilateral tubal x-ray - on an unknown date: perforation: right side, upper pelvis current weight: 96; approximate weight at the time of essure placement: 115. On (B)(6) 2008, diagnosis: secretory endometrium and fragments of benign cervical mucus and glandular mucosa. On (B)(6) 2008, occlusion coils are seen overlying the right portion of the pelvis. Presumably the uterus is positioned in this manner as these are in an unusual position with respect to tubal occlusion coils. On (B)(6) 2016, right breast mass lumpectomy: invasive ductal carcinoma, nottingham grade-I, well differentiated (1.8 cm-in greatest dimension). Lymphovascular and perineural ·invasion absent. Ductal carcinoma, low nuclear grade; solid and cribriform types, without necrosis,invasive tumor extends to the superior and inferior surgical margins, micro calcifications identified within invasive tumor. Consumer mentioned a serious injury (other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: reporter information was updated and events chronic fatigue, hair loss, bleeding after intercourse, painful intercourse, constipation, numbness in hands, painful cramps daily and heavy bleeding every 2-3 weeks were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/essure perforated right side, upper pelvis/disabled due to essure"), device breakage ("multiple surgeries to remove essure and essure fragments"), pregnancy with contraceptive device ("unintended pregnancy following essure"), abortion spontaneous ("miscarriage"), autoimmune disorder ("she claimed following autoimmune disorder- she almost lost her hand/arm to a cat bite in 2012 because her immune system shut down"), fibromyalgia ("fibromyalgia") and bladder pain ("bladder pain/bladder device installed") in a 32-year-old female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple surgeries to remove essure and essure fragments" on (B)(6) 2013, device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included anxiety, depression, laparoscopic surgery (2003; 2004; 2005; 2009), endometriosis, hemorrhoids, multigravida, parity 3 (date of births: (B)(6) 2004, (B)(6) 2001, (B)(6) 1997. Complications during pregnancies: placenta tore with chrystian), menometrorrhagia, dysmenorrhea, endometriosis externa, hysteroscopy on (B)(6) 2008, uterine dilation and curettage on (B)(6) 2008, endometrial ablation, hematuria, cholecystectomy in april 2009, hemorrhoidectomy in 2004, laparoscopy (in 2002 or 2003), laparoscopy (endometriosis fulgurated) in january 2007, endometrial ablation in january 2008, vaginal laceration, vaginal cuff dehiscence from (B)(6) 2012 to (B)(6) 2012, allergic rhinitis (due to pollen), anorexia nervosa, arthralgia (shoulder region left), asthma (intermittent, well controlled), breast cancer (breast cancer estrogen receptor positive), carpal tunnel syndrome (right), cervicalgia, chronic obstructive pulmonary disease, hypoestrogenemia, lumboischialgia, nicotine dependence (cigarettes, uncomplicated), post cholecystectomy syndrome, tension headache (episodic with intractable headache), nutritional condition abnormal, breast conserving surgery and partial mastectomy. Nonsmoker, nondrinker. Previously administered products included for an unreported indication: iud from 1997 to 2008, penicillin, bactrim, albuterol, dicyclomine hcl, duloxetine hcl, ec-naprosyn, esgic-plus, estradiol, neurontin, penicillins, remeron, singulair, steroid, sulfonamides, tizanidine hcl, tramadol hcl, venlafaxine hcl, vibramycin, sulfa, pills and amoxicillin. Past adverse reactions to the above products included device ineffective with venlafaxine hcl; diarrhoea with dicyclomine hcl; drug ineffective with duloxetine hcl; headache with singulair and tizanidine hcl; nausea with ec-naprosyn, remeron and vibramycin; rash with amoxicillin and penicillin; tremor with neurontin; and urinary incontinence with bactrim. Concurrent conditions included chest wall pain (likely fibrocystic pain.). Family history included coronary artery disease, asthma, attention deficit disorder and seizure. On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced urinary tract infection ("urinary tract infections"). In 2009, the patient experienced fibromyalgia (seriousness criterion medically significant), bladder pain (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). In september 2009, the patient experienced anxiety ("anxiety"). In 2010, the patient experienced social problem ("social problems/now she was disabled due to it."). On (B)(6) 2011, 3 years 6 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In october 2011, the patient experienced the first episode of hypotension ("low blood pressure/severe hypotension"). On (B)(6) 2011, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required) with pelvic pain. In 2012, the patient experienced autoimmune disorder (seriousness criterion medically significant) and animal bite ("she almost lost her hand/arm to a cat bite"). In december 2012, the patient experienced bladder disorder ("bladder device installed"). On (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced breast cancer ("breast cancer") and fibrocystic breast disease ("fibroic cyst/cyst on breast"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), anaemia ("anemia"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), loss of consciousness ("passed out on the floor at work"), cardiac disorder ("heart problems"), blood pressure abnormal ("blood pressure problems"), headache ("head pain"), back pain ("back pain"), breast pain ("breast pain"), gastrooesophageal reflux disease ("gerd"), underweight ("low weight"), the second episode of hypotension ("severe hypotension"), social anxiety disorder ("social anxiety") and treatment noncompliance ("plaintiff did not use any birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). Last menstrual period and estimated date of delivery were not provided. The patient was treated with ondansetron (zofran), hydrocodone, omeprazole (prilosec), metronidazole, axotal (fioricet), surgery (B)(6) 2011: davinci hysterectomy, bilateral salpingectomy and removal of right ovary,), surgery, surgery (surgery/chemo/radiation) and surgery (bladder device installed and kub). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device breakage, autoimmune disorder, fibromyalgia, bladder pain, anxiety, urinary tract infection, breast cancer, fibrocystic breast disease, social problem, anaemia, post-traumatic stress disorder, depression, cardiac disorder, blood pressure abnormal, headache, back pain, breast pain, gastrooesophageal reflux disease, underweight, the last episode of hypotension, social anxiety disorder and abdominal pain upper had not resolved, the pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, animal bite and treatment noncompliance outcome was unknown and the bladder disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, anaemia, animal bite, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood pressure abnormal, breast cancer, breast pain, cardiac disorder, depression, device breakage, fibrocystic breast disease, fibromyalgia, gastrooesophageal reflux disease, headache, loss of consciousness, post-traumatic stress disorder, pregnancy with contraceptive device, social anxiety disorder, social problem, treatment noncompliance, underweight, urinary tract infection, uterine perforation, the first episode of hypotension and the second episode of hypotension to be related to essure. The reporter commented: she had not sought medical treatment: cyst on breast, low weight, social anxiety. She did not experience any complications of her pregnancy or delivery. She did not allege that essure caused birth defects. Plaintiff did not claim that she was allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure. She did not claim resulted from essure resolve following essure removal. Her symptoms were worse, she knew she had breast cancer and fibromyalgia, heart and blood pressure problems, anxiety and low weight. All symptoms were post-procedure. 4 spring coils visible left tube opening, 3 on left (as written). Patient tolerated procedure well. Plaintiff had never experienced the claimed injuries before the date of essure placement. She did not claim that essure worsened a previously existing injury/condition. From 2012-2017 she took treatment for anxiety, ptsd, depression. Birth controls used preceding essure placement:iud (intrauterine device), pills (1997-2008) discontinued since she got pregnant, got infections. Hospitalization: uti, stomach pain, back (2008-2009); 2008: uti, stomach pain; 2009-2015: uti, stomach pain; 2012: cat bite surgery. Essure was removed, no injuries or symptoms claimed resulted from essure resolved following essure removal. Date of removal : (as per pfs) (B)(6) 2011: davinci hysterectomy, bilateral salpingectomy and removal of right ovary. (B)(6) 2013: laparoscopic removal of peritoneal foreign body, fulguration of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2011: prior cholecystectomy/bilateral tubal computerised tomogram pelvis - on (B)(6) 2011: prior cholecystectomy/bilateral tubal x-ray - on an unknown date: perforation: right side, upper pelvis current weight: 96; approximate weight at the time of essure placement: 115. On (B)(6) 2008, diagnosis: secretory endometrium and fragments of benign cervical mucus and glandular mucosa. On (B)(6) 2008, occlusion coils are seen overlying the right portion of the pelvis. Presumably the uterus is positioned in this manner as these are in an unusual position with respect to tubal occlusion coils . On (B)(6) 2016, right breast mass lumpectomy: invasive ductal carcinoma, nottingham grade-I, well differentiated (1.8 cm-in greatest dimension). Lymphovascular and perineural ·invasion absent. Ductal carcinoma, low nuclear grade; solid and cribriform types, without necrosis,invasive tumor extends to the superior and inferior surgical margins, micro calcifications identified within invasive tumor. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event bladder device installed/bladder issues added , model number (essure205 to essure305) updated. Reporter added from pfs. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("essure perforation/essure perforated right side, upper pelvis/disabled due to essure"), device breakage ("multiple surgeries to remove essure and essure fragments"), pregnancy with contraceptive device ("unintended pregnancy following essure"), abortion spontaneous ("miscarriage"), autoimmune disorder ("she claimed following autoimmune disorder- she almost lost her hand/arm to a cat bite in 2012 because her immune system shut down"), fibromyalgia ("fibromyalgia") and bladder pain ("bladder pain/bladder device installed") in a 32-year-old female patient who had essure (batch no. 626398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "multiple surgeries to remove essure and essure fragments" on (B)(6)2013, device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent essure confirmation test.". The patient's past medical history included anxiety, depression, laparoscopic surgery ((B)(6)), endometriosis, hemorrhoids, multigravida, parity 3 (date of births: (B)(6)2004, (B)(6) 2001, (B)(6)1997. Complications during pregnancies: placenta tore with chrystian), menometrorrhagia, dysmenorrhea, endometriosis externa, hysteroscopy on (B)(6)2008, uterine dilation and curettage on (B)(6)2008, endometrial ablation, hematuria, cholecystectomy in (B)(6)2009, hemorrhoidectomy in 2004, laparoscopy (in (B)(6)or (B)(6)), laparoscopy (endometriosis fulgurated) in (B)(6) 2007, endometrial ablation in (B)(6)2008, vaginal laceration, vaginal cuff dehiscence from (B)(6)2012 to (B)(6)2012, allergic rhinitis (due to pollen), anorexia nervosa, arthralgia (shoulder region left), asthma (intermittent, well controlled), breast cancer (breast cancer estrogen receptor positive), carpal tunnel syndrome (right), cervicalgia, chronic obstructive pulmonary disease, hypoestrogenemia, lumboischialgia, nicotine dependence (cigarettes, uncomplicated), post cholecystectomy syndrome, tension headache (episodic with intractable headache), nutritional condition abnormal, breast conserving surgery and partial mastectomy. Nonsmoker, nondrinker. Previously administered products included for an unreported indication: iud from (B)(6) to (B)(6) , penicillin, bactrim, albuterol, dicyclomine hcl, duloxetine hcl, ec-naprosyn, esgic-plus, estradiol, neurontin, penicillins, remeron, singulair, steroid, sulfonamides, tizanidine hcl, tramadol hcl, venlafaxine hcl, vibramycin, sulfa, pills and amoxicillin. Past adverse reactions to the above products included device ineffective with venlafaxine hcl; diarrhoea with dicyclomine hcl; drug ineffective with duloxetine hcl; headache with singulair and tizanidine hcl; nausea with ec-naprosyn, remeron and vibramycin; rash with amoxicillin and penicillin; tremor with neurontin; and urinary incontinence with bactrim. Concurrent conditions included chest wall pain (likely fibrocystic pain.). Family history included coronary artery disease, asthma, attention deficit disorder and seizure. On (B)(6)2008, the patient had essure inserted. In april 2008, the patient experienced urinary tract infection ("urinary tract infections"). In 2009, the patient experienced fibromyalgia (seriousness criterion medically significant), bladder pain (seriousness criterion medically significant) and abdominal pain upper ("stomach pain"). In september 2009, the patient experienced anxiety ("anxiety"). In 2010, the patient experienced social problem ("social problems/now she was disabled due to it."). On (B)(6)2011, 3 years 6 months after insertion of essure, the patient experienced abortion spontaneous (seriousness criterion medically significant). In (B)(6)2011, the patient experienced the first episode of hypotension ("low blood pressure/severe hypotension"). On (B)(6)2011, the patient experienced uterine perforation (seriousness criteria disability, medically significant and intervention required) with pelvic pain. In (B)(6), the patient experienced autoimmune disorder (seriousness criterion medically significant) and animal bite ("she almost lost her hand/arm to a cat bite"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder device installed"). On (B)(6)2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced breast cancer ("breast cancer") and fibrocystic breast disease ("fibroic cyst/cyst on breast"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), anaemia ("anemia"), post-traumatic stress disorder ("post-traumatic stress disorder"), depression ("depression"), loss of consciousness ("passed out on the floor at work"), cardiac disorder ("heart problems"), blood pressure abnormal ("blood pressure problems"), headache ("head pain"), back pain ("back pain"), breast pain ("breast pain"), gastrooesophageal reflux disease ("gerd"), underweight ("low weight"), the second episode of hypotension ("severe hypotension"), social anxiety disorder ("social anxiety") and treatment noncompliance ("plaintiff did not use any birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise."). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ondansetron (zofran), hydrocodone, omeprazole (prilosec), metronidazole, axotal (fioricet), surgery ((B)(6)2011: davinci hysterectomy, bilateral salpingectomy and removal of right ovary,), surgery, surgery (surgery/chemo/radiation) and surgery (bladder device installed and kub). Essure was removed on (B)(6)2013. At the time of the report, the uterine perforation, device breakage, autoimmune disorder, fibromyalgia, bladder pain, anxiety, urinary tract infection, breast cancer, fibrocystic breast disease, social problem, anaemia, post-traumatic stress disorder, depression, cardiac disorder, blood pressure abnormal, headache, back pain, breast pain, gastrooesophageal reflux disease, underweight, the last episode of hypotension, social anxiety disorder and abdominal pain upper had not resolved, the pregnancy with contraceptive device, abortion spontaneous, loss of consciousness, animal bite and treatment noncompliance outcome was unknown and the bladder disorder was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain upper, abortion spontaneous, anaemia, animal bite, anxiety, autoimmune disorder, back pain, bladder disorder, bladder pain, blood pressure abnormal, breast cancer, breast pain, cardiac disorder, depression, device breakage, fibrocystic breast disease, fibromyalgia, gastrooesophageal reflux disease, headache, loss of consciousness, post-traumatic stress disorder, pregnancy with contraceptive device, social anxiety disorder, social problem, treatment noncompliance, underweight, urinary tract infection, uterine perforation, the first episode of hypotension and the second episode of hypotension to be related to essure. The reporter commented: she had not sought medical treatment: cyst on breast, low weight, social anxiety. She did not experience any complications of her pregnancy or delivery. She did not allege that essure caused birth defects. Plaintiff did not claim that she was allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure. She did not claim resulted from essure resolve following essure removal. Her symptoms were worse, she knew she had breast cancer and fibromyalgia, heart and blood pressure problems, anxiety and low weight. All symptoms were post-procedure. 4 spring coils visible left tube opening, 3 on left (as written). Patient tolerated procedure well. Plaintiff had never experienced the claimed injuries before the date of essure placement. She did not claim that essure worsened a previously existing injury/condition. From (B)(6)-(B)(6)she took treatment for anxiety, ptsd, depression. Birth controls used preceding essure placement:iud (intrauterine device), pills ((B)(6)-(B)(6)) discontinued since she got pregnant, got infections. Hospitalization: uti, stomach pain, back ((B)(6)-(B)(6)); (B)(6): uti, stomach pain; (B)(6)-(B)(6): uti, stomach pain; (B)(6): cat bite surgery. Essure was removed, no injuries or symptoms claimed resulted from essure resolved following essure removal. Date of removal : (as per pfs) (B)(6)2011: davinci hysterectomy, bilateral salpingectomy and removal of right ovary. (B)(6)2013: laparoscopic removal of peritoneal foreign body, fulguration of endometriosis. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2011: prior cholecystectomy/bilateral tubal computerised tomogram pelvis - on (B)(6)2011: prior cholecystectomy/bilateral tubal x-ray - on an unknown date: perforation: right side, upper pelvis current weight: 96; approximate weight at the time of essure placement: 115. On (B)(6)2008, diagnosis: secretory endometrium and fragments of benign cervical mucus and glandular mucosa. On (B)(6)2008, occlusion coils are seen overlying the right portion of the pelvis. Presumably the uterus is positioned in this manner as these are in an unusual position with respect to tubal occlusion coils . On (B)(6)2016, right breast mass lumpectomy: invasive ductal carcinoma, nottingham grade-I, well differentiated (1.8 cm-in greatest dimension). Lymphovascular and perineural ·invasion absent. Ductal carcinoma, low nuclear grade; solid and cribriform types, without necrosis,invasive tumor extends to the superior and inferior surgical margins, micro calcifications identified within invasive tumor. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.